Event description:
It was reported that during a surgical procedure conducted at the user facility, the calibration of the device inaccurate over 2 mm. The procedure was completed successfully using backup equipment without any delays, impact to the patient, medical interventions, or adverse consequences.

Manufacturer narrative:
The reported event that the calibration was off was not duplicated through device inspection. It was observed that the tip of the device was damaged.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the calibration of the device inaccurate over 2 mm. The procedure was completed successfully using backup equipment without any delays, impact to the patient, medical interventions, or adverse consequences.